Manufacturer narrative:
Per the t:slim g4 user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 355 mg/dl). Correction boluses and an insulin pens were used to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer reported to reuse cartridges on occasion. Tandem technical support informed the customer that the cartridges were labeled as single use. The customer was to speak to a healthcare provider about the ongoing high bg. The customer declined further follow-up.